Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated that insulin squirt out during manual prime. The customer stated they received a compromised force sensor alarm. The customer is disconnected during prime. The customer stated that the device was not bumped or dropped and no water contact. The customer stated the drive support drive appears normal. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.